Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the physician reviewed the 3d cta determining that the aortic neck measured 26 mm. The physician elected to implant the 28 mm diameter stent graft. During the deployment of the stent graft, the physician could visualize that the stent graft was not large enough in diameter aortic neck. The physician elected to surgically convert the pt to accomodate, placing a conventional stent graft. No additional sequelae were reported and the pt is fine.